Event description:
This complaint is from a literature source and the following citation was reviewed: kelly me, turner rd 4th, moskowitz si, gonugunta v, hussain ms, fiorella d. Delayed migration of a self-expanding intracranial microstent. Ajnr am j neuroradiol. 2008 nov;29(10):1959-60. Doi: 10.3174/ajnr.a1224. Epub 2008 aug 21. Pmid: 18719038; pmcid: pmc8118926. Background and purpose: we report the first case of a spontaneous, delayed, symptomatic migration of a self-expanding intracranial microstent. Cerenovus devices that were used in this study: qty 1: 4.5-mm x 14-mm enterprise stent . Adverse event(s) and provided interventions associated with enterprise stent: qty (B)(4): one patient (case study) presented with proximal stent migration into distal basilar artery during 5 month follow-up. Patient was symptomatic, with several episodes of vertigo. Patient was treated with dual antiplatelet therapy.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). This complaint is from a literature source and the following citation was reviewed: kelly me, turner rd 4th, moskowitz si, gonugunta v, hussain ms, fiorella d. Delayed migration of a self-expanding intracranial microstent. Ajnr am j neuroradiol. 2008 nov;29(10):1959-60. Doi: 10.3174/ajnr.a1224. Epub 2008 aug 21. Pmid: 18719038; pmcid: pmc8118926. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Section e.1: address line 2: departments of neuroradiology and neurosurgery. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious. The event is reportable to the us FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.